Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or fsd, flashing display or foggy display noted. All the buttons functioned properly and no moisture damage was found on the keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump was received with cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was foggy. The customer reported that the screen would flash through menus then would go blank. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.